Event description:
This report was received from global pharmacovigilance (gpv) and is the second of two cases we received from (B)(6) where they reported a patient with fungal peritonitis. No more information was given. The nurse from the (B)(6) called the call center to verify if a product that they found with something that they called "butterfat" was dispatched to two patients that were diagnosed with fungal peritonitis. The lots of the products dispatched to the patients on (B)(4) 2012 were verified and they did not receive that lot.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.